Event description:
There was an allegation of a questionable elecsys prolactin ii assay result for a patient sample tested on the cobas e 411 analyzer (rack system). The initial result was 35.42 ng/ml. On (B)(6) 2026, the repeat result was 11.3 ng/ml. This result was deemed correct. A second blood sample was drawn and the following results were generated: on (B)(6) 2026, the result was 39.76 ng/ml. On (B)(6) 2026, the result was 41.28 ng/ml.

Manufacturer narrative:
The reagent lot number is 872058. The expiration date was not provided. The investigation is ongoing.